Event description:
It was reported that the patient had bradycardia, requiring pharmacological intervention. The right ventricular (rv) lead was repor ted to have loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.